Manufacturer narrative:
Section d4: device expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had low speeds under the set limit and a chewed-up driveline. The log files captured a lone low speed event 24may2026 at 1107 while using wall power. The patient did not recall the event or the low-speed advisory. An x-ray was performed. It was said the driveline was extensively damaged and kinked. It was said the area of the left side where the driveline curves images were taken several times. It was seen to be more dim than other areas. There are some external areas where the shielding looks worn. The internal portion of the driveline was said to look good.